Event description:
Device 2 of 4. Reference MFR report # 1627487-2019-01268. Reference MFR report # 1627487-2019-01270. Reference MFR report # 1627487-2019-01271. It was reported that patient's leads had migrated, confirmed via xray, in turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, therapy has been restored.